Event description:
Patient was admitted to hospital for removal and replacement of failed left total hip arthroplasty secondary to looseness of components and severe hip pain. Patient could only walk 1/2 block. Could climb a flight of stairs slowly and was limited in activity due to severe pain in left hip. Patient wears a brace on left leg due to neuropathy. Surgeon found at time of surgery that the patient had chronic synovitis from polyethylene wear, femoral component was grossly loose and cup was found to be stable. The femoral component, polyethylene liner and locking ring were replaced. Original hip prosthesis was placed in 1997. Patient has possession of removed prosthesis.